Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient was experiencing headaches and digestive issues possibly due to an allergic reaction to the device. The device was removed there have been no reports of further complications regarding this event.